Event description:
It is reported that when the surgeon attempted to remove the stem driver from the stem, the stem and the stem driver left the patient together. As a result, the surgeon used on size bigger stem and finished the surgery.

Manufacturer narrative:
This report will be amended when our investigation is compete.